Manufacturer narrative:
Request for missing patient information was sent and has not been received. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the primary console indicated that the motor was disconnected when the motor was actually connected to the console. The motor did not pass the centrimag motor service process. Related manufacturer reference number: 3003306248-2022-00037.

Manufacturer narrative:
Section d4: device information was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a motor disconnected alarm was not confirmed. The centrimag 2nd generation primary console was not returned for analysis. Multiple good faith efforts were sent to retrieve additional product return information and the serial number of the console; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to the serial number of the console being unknown. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot system alarms including m2 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the centrimag 2nd generation primary console is being evaluated for the reported event of a motor disconnected alarm. The centrimag 2nd generation primary console was not returned for analysis. Multiple good faith efforts were sent to retrieve additional product return information and the serial number of the console; however, no response was received. The reported event is further addressed via the motor investigation (MFR # 3003306248-2022-00037). No further information was provided. The manufacturer is closing the file on this event.